Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection (inj) fortum (1 gram, frequency and route not reported), inj amikacin (250mg, frequency and route not reported), inj vancomycin (1 gram every 5th day and route not reported) and inj heparin (5000 iu, frequency and route not reported) for the event for peritonitis. The patient¿s outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.